Event description:
It was reported that the patient had onset of aortic insufficiency on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.